Manufacturer narrative:
Correction: h4 - dec 21, 2011 should have been on the initial report rather than dec 12, 2011. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that after connecting the subject device (ltf-s190-5) to the otv-s190 and turning on the power, the subject device displayed a b30 error code (scope communication error). The reported issue occurred before use, during a therapeutic laparoscopic colectomy. The intended procedure was completed using another device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (b30 error code) was not confirmed or duplicated. In addition, service found the adhesive on the bending section cover was chipped, and the video connector case was deformed. Scratches were observed on the bending section cover, the switch button #1, the switch button #2, the switch button #3, and the video cable. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.